Manufacturer narrative:
Age of device: 20 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted to hospital due to lower gastrointestinal bleed (gib). Patient started showing symptoms, such as bloody stools, on (B)(6) 2018. A nuclear scan tagged red blood cell (rbc) test was performed and patient tested positive. The report found tagged rbcs around the pump pocket area. It was reported that patient has a history of gib and low platelet prior to the implant. Patient underwent esophagogastroduodenoscopy (egd) on (B)(6) 2018 and colonoscopy on (B)(6) 2018. Several ulceration areas of colon were found. However, none were clipped or cauterized. Several units of packed red blood cells (pbrc) were transfused on (B)(6) 2018. Patient had low platelet count and was on argatroban at the time of event. It was reported that gib resolved. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleed (gib) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.